Event description:
A (B)(6) year old female had PICC line placed on (B)(6) 2014 fo IV access. The line with the blue cap developed a crack/leak right at the point of connection between the cap and tubing and was replaced on (B)(6) 2014.